Manufacturer narrative:
A64 error alarm during self test due to faulty y1 on rf board. Unable to verify reset alarm or a62 alarm due to a64 alarm. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
A nurse reported via phone call that the insulin pump reset itself repeatedly, clearing out all settings. Blood glucose level at the time of the incident was not provided. The nurse was advised that the insulin pump would be replaced and agreed to return the device for analysis.